Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Patient sustained a distal tibia fracture. During an orif distal tibia and fibula procedure, while implanting an anterolateral plate and screws, one of the screw heads broke off while surgeon was tightening it. Broken screw head was retrieved but the shaft remains implanted in patient. Surgeon opted to forgo implanting another screw in that location. This is 2 of 2 reports for the same event, complaint # (B)(4).